Event description:
A surgeon reported that the patient bed lost movement, and a case which already had a lasik flap created was postponed. Patient's weight was stated to be over (B)(6). A therapeutic lens was placed on the eye, as the planned procedure was not able to be performed. The procedure was completed later and the patient was stated to be ok, without harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).